Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had difficulty charging. Patient reported discomfort with pain stimulator. Patient said the ins stopped working 2 hours ago and her nerve pain is returning. Patient stated she charged ins last month and normally charges every month. Patient tried to reposition antenna and attempted to recharge and was seeing reposition antenna screen. Attempted antenna locate and patient was able to move antenna from 48 to 75. Patient was having return of pain because stimulator was not working. Trouble shooting resolved the issue patient was able to see charging screen with 8 coupling bars. The return of nerve pain symptoms was due to ins not charging today. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the patient's implant not working and difficulty charging was just that "the patient's battery went into sleep mode". The patient pain and discomfort have been resolved. No further information was reported.